Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) due to monitoring voltage of 2.58. It was noted that the threshold measurements were 2.5 volts at 0.4 milliseconds and the patient is paced 99% in the right atrial (ra) and only 2% paced in the rv. A technical services (ts) consultant was contacted regarding this issue and indicated the battery depleted faster than they would have expected with good outputs. Ts recommended replacing the device. No adverse patient effects were reported.

Event description:
Additional information indicated that the device was explanted and returned for analysis.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The measured battery voltage was lower than expected; engineering calculations confirmed the device fell short of longevity expectations based on actual clinical use. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis of the internal components were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device's integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion.